Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that there was a rattling sound inside of the communicator and their handset was not holding a charge. Patient stated that the communicator was unable to connect to pump and was not turning on. Patient confirmed that they did not drop the communicator. Agent reviewed the information and sent a request to repair to replace the communicator. Patient called back and repeated information on this case. Patient had not received the replacement controller yet. Agent reviewed information and emailed tracking number.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4). H3. Analysis of the communicator was completed and found the micro usb charge port was loose. The communicator passed the charging bench test, and found electrical failure trs210004.1/push button led on/0/bool/1/. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.